Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). During functional testing, the device would not power on when connected to the original battery pack, but did power on and function normally when connected to a lab battery pack. Visual inspection of the interior of the battery pack found the batteries had leaked electrolyte onto the terminals along the inside of the pack. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the fan spray kit didn't work when the surgeon turned on the high speed mode. The surgeon used another product. There was no harm to the patient. Investigation found the battery pack had leaked. No adverse event was reported as a result of this malfunction.